Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿6 months; the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced driveline tenderness. The patient reported a tug on the driveline while playing. There was a slight tear and bleeding. Daily discharge from the driveline site was notes. The patient was prescribed a 2 week course of doxycycline. No further information was provided. On (B)(6) 2017, the patient experienced several tug on the driveline the account reported that the patient recently finished a 2 week course of doxycycline. The patient had mild pain at the driveline site but no fever, chills or drain. The account reported intermittent bleeding but no drainage. No further information was reported.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Investigation summary: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. The patient presented with infection of the driveline exit site on (B)(6) 2017. The patient reportedly had driveline tenderness and there was a slight tear and bleeding. There was also daily discharge from the exit site. The patient was prescribed a 2-week course of antibiotics. No further information was provided. The patient was ultimately transplanted on (B)(6) 2018 and outcome was captured in the heartmate 3 momentum clinical trial. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on the event.